Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible, as a valid lot number was not provided. All information reasonably known as of 14 jun 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units. This is the first of two reports. Refer to 3011270181-2018-00017 for the second report. It was reported that the cuff pressure dropped over time. The cuffs require re-inflation several times each shift. The hospital is using new ventilator machines that alarm when an air leak is detected. Per additional information received 8 jun 2018, the nurse reports the risk of injury to patients is low, as the ventilator alarm ensures that the nurses know when to re-inflate the cuff.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 28 jun 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The used sample was returned for evaluation. The device was visually inspected and no damage to the device was noted. The inflation lines and insertion areas appeared to have adhesive residues. The balloon cuffs were inflated with air and no leakages were observed. The inflation line, balloon cuff, and pilot balloons were submerged in water, and no leakage was observed. The complaint could not be confirmed as reported. No root cause could be determined. All information reasonably known as of 14 sep 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.